Event description:
When the technologist drove the pt into the gantry, the table began tipping forward. The table was not anchored to the floor as required by the installation process. Root cause was miscommunication between the mechanical installation team and the field engineer who was verifying the installation. No injury was reported.